Manufacturer narrative:
Additional model #: z7014 and catalog #: z7014.

Event description:
Complaint rec'd via FDA/maude foi reporting a chemo leakage incident involving ICU devices, 20116-01 clave vented bag spike and a z7014 5" vented bag spike w/spiros used with the hospira 11948-02 lifeshield plum set. The report describes the set-up as follows: the 20116-01 "spike end was inserted into the bottle" the z7014 "spiros end... Attaches to the luer lock end of the 20116-01. The "spike end of the (hospira 11948-02 lf plum set) is inserted into the opposite end of the z7014. A leak was identified at the junction of the z7014 and the hospira 11948-02 set. The maude report did not identify a facility or provide any facility contact info. The report did indicate that the devices were available for eval. Cause of the event cannot be determined at this time.